Event description:
A consumer reported that approximately eight years following bilateral intraocular lens (iol) implant surgery, she sees floater which were first noticed several years ago and they seem to be getting worse. According to her optometrist, a yag laser procedure was performed on the fellow eye in 2008. This was to be done also for left eye but he reported that the patient never came back. Additional information has been requested from the implanting surgeon. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number which was for the fellow eye. Additional information was requested on 01/26/2009 and 02/18/2009 by phone, fax, and mail . A completed questionaire has not been received. This report was mailed to FDA on: 02/20/2009.